Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a ruthenium interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, a general calibration or reagent issue can be excluded. Quality controls were acceptable. A possible root cause could be an interfering factor present in the patient's sample, but, this could not be confirmed as the sample was not available to complete the investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and free triiodothyronine (ft3). Of the data provided, erroneous ft4 and ft3 results were identified between the customer's e601 analyzer and an abbott analyzer. The erroneous results were reported outside of the laboratory. The physician did not trust the results as they did not fit the patient's clinical history. The physician requested repeat testing on a different system. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
Date of event was clarified to be (B)(6) 2015. It was clarified that the patient results from 09/15/2015 were from a different sample. The patient results from (B)(6) 2015 were from the same sample. Catalog number, lot number and expiration date were updated.